Event description:
It was reported that high impedance was seen pre-operatively prior to a routine battery change. Patient caregiver reported worsening of seizures (more severe). The patient underwent a full replacement and the explanted devices are not available for return for analysis.